Event description:
On (B) (6) 2007, it was reported that the patient fell. X-ray identified a lead dislodgement. The lead was later removed due to infection.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.